Event description:
The customer observed a falsely low sodium result generated from an architect c8000 and provided the following data (customer range is 136 ¿ 142 meq/l): initial result = 119.8, repeat result = 138.8. The customer provided further example data: (B)(6): initial result= 120.0; repeat result = 139 there was no impact to patient management reported.

Manufacturer narrative:
The architect c8000, serial number (B)(6) was assessed due to false depressed sodium results, while using ict sample diluent list number 02p32-50, lot number 90467un22. Return testing was not completed as returns were not available. A review of tickets determined there is normal complaint activity for lot number 90467un22 and no trends were identified for related to the ict sample diluent or complaint issue. A review of the manufacturing documentation did not identify any issues associated with lot number 90467un22 or the complaint issue. Quality control result was within expected range during discrepant sodium result indicating the acceptable performance of the reagent on the instrument. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000, serial number (B)(6) or ict sample diluent lot number 90467un22 was identified.

Event description:
The customer observed a falsely low sodium result generated from an architect c8000 and provided the following data (customer range is 136 ¿ 142 meq/l): initial result = 119.8, repeat result = 138.8. The customer provided further example data: ID: (B)(6), initial result= 120.0; repeat result = 139. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.